Event description:
It is reported that the device was implanted in 1998. Nine years later, the device was revised due to wear.

Manufacturer narrative:
Evaluation summary: x-rays are not available for review of joint configuration. Pt weight, build & activity level are unk. Proximal portion of flange has grooves on it. It is probable that liner was seated on locking tab leading to liner rotational instability. In due course of time, liner may have been worn out. Exact reason for groove/poly wear is not known. Results - conclusions. Liner exhibits fracture damage to elevated portion of rim and polar post. Also an indentation on bearing surface, consistent with size of head. Liner is lodged in polar threaded hole of shell. Device history records indicate MFR to spec. Scanning electron microscope examination shows rim fracture appears to have occurred by fatigue. A number of cracks and material breaking away were observed. Energy dispersive spectroscopy analysis of material showed a carbon peak in the spectrum typical of uhmwpe.